Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely angulated aortic neck of 60 degrees, the angulation was anterior from the left to right. It was reported that after the stent grafts were implanted a type I endoleak was noticed, due to the angulation in the aortic neck. The physician elected to implant a talent 32 aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results and conclusion: (endoleak), (severely angulated aortic neck). (Secondary intervention).